Manufacturer narrative:
(B)(4). D10: medical product: g7 bispherical shell 62h: catalog#110017337, lot#6607503. G2: foreign: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total hip arthroplasty, the inlay would not seat into the shell. A second inlay was implanted without further complication. There was no patient impact and no adverse events have been reported as a result of the malfunction. It was reported that all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d9; g3; h2; h3; h4; h6; h11. Visual examination of the returned product identified the liner has major gouges and scratches to the top surface. Multiple anti-rotation scallops have gouges/deformations. Outside tapered surface has nicks, gouges, and scratches. Outside rim lock feature has burr like material built up around it. Inner diameter has gouges and scratches. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.